Manufacturer narrative:
Upon further review an error was identified in section h11 additional mfg narrative, which initially indicated that the customer was using di water instead of bleach for maintenance however the statement should have indicated that the customer was using di water to make up the sodium hypochlorite (bleach) solution for daily maintenance instead of with tap water. The field service representative (fsr) was dispatched due to the customer reporting discrepant results generated on the alinity I processing module, serial number (B)(6). When troubleshooting the issue service discovered that the customer was spinning tubes at 5000 rpm for 5 minutes instead of 2000-3000 rpm at 10 minutes manufacture labeling. During a review of instrument maintenance, service indicated the customer was using di water to make up the sodium hypochlorite (bleach) solution for daily maintenance instead of with tap water; however, the sample alnty pptr probes (list number 03r96-02) was replaced and deemed the likely cause for the false elevated stat troponin-I results. The module function was verified with a control/precision run. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false elevated stat troponin-I results after service intervention. A review of tracking and trending of the alinity I processing module, alnty pptr probes (03r96-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, alnty pptr probes (03r96-02) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for three patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6), initial result = 233 ng/l repeat same instrument = <2.7 ng/l. Repeated on another alinity = <2.7 ng/l. Patient history = <2.7 ng/l. Additional data provided in attachments on (B)(6) 2024: patient 1 correction to sid it is (B)(6) not (B)(6) processed on (B)(6) 2024. Two new patients were added: sid (B)(6), processed on (B)(6) 2024 initial result = 13.9 ng/l. Repeat result = <2.7 ng/l. Sid (B)(6), processed on (B)(6) 2024. Initial result sid (B)(6) = 90.1 ng/l. Repeat sid (B)(6) = <2.7 ng/l no impact to patient management was reported.

Manufacturer narrative:
This supplemental MDR is being submitted to correct section h11 to remove an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is a final report. Complete information for section a1 patient identifier is (B)(6). This issue was previously reported under MDR number 3005094123-2024-00621-02 under a different suspect device. The field service representative (fsr) was dispatched due to the customer reporting discrepant results generated on the alinity I processing module, serial number (B)(6). When troubleshooting the issue service discovered that the customer was spinning tubes at 5000 rpm for 5 minutes instead of 2000-3000 rpm at 10 minutes manufacture labeling and using di water instead of bleach for maintenance, however, the alnty pptr probes (list number 03r96-02) was replaced and deemed the likely cause for the false elevated stat troponin-I result. The module function was verified with a control/precision run. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false elevated stat troponin-I results after service intervention. A review of tracking and trending of the alinity I processing module, alnty pptr probes (03r96-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, alnty pptr probes (03r96-02) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for three patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 233 ng/l repeat same instrument = <2.7 ng/l repeated on another alinity = <2.7 ng/l. Patient history = <2.7 ng/l. Additional data provided in attachments on (B)(6)2024: patient 1 correction to sid it is (B)(6) processed on (B)(6) 2024. Two new patients were added: sid (B)(6) processed on (B)(6)2024 initial result = 13.9 ng/l. Repeat result = <2.7 ng/l. Sid (B)(6) processed on (B)(6)2024. Initial result sid (B)(6) = 90.1 ng/l. Repeat sid (B)(6) = <2.7 ng/l no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). This issue was previously reported under MDR number 3005094123-2024-00621-02 under a different suspect device. The field service representative (fsr) was dispatched due to the customer reporting discrepant results generated on the alinity I processing module, serial number (B)(6). When troubleshooting the issue service discovered that the customer was spinning tubes at 5000 rpm for 5 minutes instead of 2000-3000 rpm at 10 minutes manufacture labeling and using di water instead of bleach for maintenance, however, the alnty pptr probes (list number 03r96-02) was replaced and deemed the likely cause for the false elevated stat troponin-I result. The module function was verified with a control/precision run. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false elevated stat troponin-I results after service intervention. A review of tracking and trending of the alinity I processing module, alnty pptr probes (03r96-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, alnty pptr probes (03r96-02) was identified. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for three patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6), initial result = 233 ng/l repeat same instrument = <2.7 ng/l. Repeated on another alinity = <2.7 ng/l. Patient history = <2.7 ng/l. Additional data provided in attachments on (B)(6)2024: patient 1 correction to sid it is (B)(6), processed on (B)(6)2024. Two new patients were added: sid (B)(6), processed on (B)(6) 2024. Initial result = 13.9 ng/l. Repeat result = <2.7 ng/l. Sid (B)(6), processed on (B)(6)2024. Initial result sid (B)(6) = 90.1 ng/l. Repeat sid (B)(6) = <2.7 ng/l no impact to patient management was reported.